Event description:
The facility representative reported "control panel not working" on a flogard pump during pt use. Although baxter attempted to obtain info, details were not avail regarding add'l contact info. According to the facility rep, no pt injury or medical intervention has been reported related to the device. No add'l info was avail.

Manufacturer narrative:
The device has not yet been received for eval. When the pump is received for eval, a f/u report will be file upon completion of the eval or if add'l info becomes avail.